Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted that the svc df1 set screw hex cavity was found to be damage and stripped. All other connector blocks were found to be normal. The field svc df1 set screw was removed and replaced with a lab set screw and the device was found to be normal.

Event description:
It was reported that during a device replacement for normal eri, it was not possible to untighten the set screw for the svc connector in the header. Several unsuccessful attempts were made in order to remove the screw. The svc portion of the lead was cut. The patient condition was normal throughout and after the procedure.